Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries and safety harness were replaced to correct the reported condition. Additional information: the user interface module software version of this pump is 6.63.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.